Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 151 mg/dl. It was confirmed that the customer has backup therapy available for diabetes management.